Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported seeing sparks and smoke coming from the uninterruptible power supply (ups) for the architect i1000sr analyzer. There was no damage to the analyzer. No fire or injury was reported. Field service replaced the ups.

Manufacturer narrative:
During the investigation, the cause for the spark/smoke from the ups was unknown, however it was determined that the issue the customer experienced was not caused by the architect i1000sr or another abbott product. The likely cause was identified as the ups 220v. Tracking and trending did not identify any issues or trends for the likely cause part. Additionally, tracking and trending did not identify any issues or trends related to the customer issue. The 2019 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The damage associated with the spark and smoke was limited to the ups 220v. Manufacturing documentation was reviewed and provides adequate labeling with regards to electrical hazards, operator responsibility, emergency shutdown, and troubleshooting the reported issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr or any other abbott product associated with the ups spark/smoke event.